Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade: iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade: iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of capsular contracture was reviewed on (B)(6) 2020. Visual analysis of the photographs identified: device is seen intact. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.